Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that during testing, the oxygen sensor display showed a level of 12% (low). Calibration of the oxygen sensor did not resolve this issue. The device was not in use on a pt when this event occurred.